Manufacturer narrative:
The pump was received with motor error alarms during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The motor passed the motor test. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had motor error alarms on their insulin pump. It was reported that insulin was squirting out, and the drive support cap was sticking out. The customer's blood glucose level at the time of incident was reported to be 223.2mg/dl. It was reported that the device would be replaced. No further information provided.